Event description:
During a laparoscopic cholecystectomy. The instrument handles were stiff and unable to close down to form clips correctly. There was no consequence to the pt.

Manufacturer narrative:
D5:h4:d6- information unavailable.h6: code 400(other): yeilded jaws.based upon the inquiry information received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.